Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/04/2024, it was reported by a sales representative via (B)(4) that an ar-623-6 keel punch top section broke off during impaction. This occurred during use in a case with no patient effect. Case completed using another punch.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the images provided from the field, the device appears to have a broken fragment. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.